Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. Biomed stated they needed a new mixing pump due to failing and wanted a quote for the spare part. Per follow up information received via phone on 28mar2025, it was reported that they replaced the mixing pump on the device. They also performed a calibration to test the device. The issue has been resolved. No patient involvement noted. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they needed a new mixing pump due to failing and wanted a quote for the spare part. Per follow up information received via phone on 28mar2025, it was reported that they replaced the mixing pump on the device. They also performed a calibration to test the device. The issue has been resolved. No patient involvement noted.

Event description:
It was reported that the biomed stated they needed a new mixing pump due to failing and wanted a quote for the spare part. Per follow up information received via phone on 28mar2025, it was reported that they replaced the mixing pump on the device. They also performed a calibration to test the device. The issue has been resolved. No patient involvement noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they needed a new circulation pump due to failing and wanted a quote for the spare part.